Manufacturer narrative:
Hospital disposed.

Event description:
Revision surgery - due to the patient dislocating.

Manufacturer narrative:
The reason for this revision surgery was due to a dislocation after 3.5 months of patient use. There is no information in this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the need for revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 3 non-conforming material reports (ncmrs) associated with this product. Ncmr (B)(4) showed (B)(4) parts (part #: 508-00-001) flagged for an inspection sheet issue, the parts were accepted with the justification "engineering change order (B)(4) has been taken out to correct inspection sheet (B)(4)." Ncmr (B)(4) showed (B)(4) parts (part #: 508-32-101) flagged for a missing passivation specification, the parts were accepted with the justification "production drawing (B)(4) does not call out a requirement for passivation. The top level drawing ((B)(4)), that includes both the glenoid head and retaining screw, calls out the passivation specification, in note 5." Ncmr (B)(4) showed (B)(4) parts (part #: 508-32-101-10) flagged for failing a thread gage, the parts were accepted with the justification "engineering reinspected all (B)(4) pieces with alternate (B)(4) thread gage(B)(4). All (B)(4) passed." A review of the product complaint report history showed this is the second complaint for a part from this lot. The root cause for the patients dislocation could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.